Event description:
It was reported that the patient initiated a remote interrogation for their dual chamber pacemaker. Upon interrogation it was found that the right atrial (ra) lead exhibited high out of range pace impedance measurements, measuring greater than 3000 ohms. In addition, device programming optimization changes to the post-ventricular atrial refractory period (pvarp) were made. Atrial tachy response (atr) episodes were stored as a result of noise seen by the device due to current ra lead programming. The ra lead remains in service. No adverse patient effects were reported.